Event description:
Surgeon used guide wire to insert a stent. When he removed the guidewire, blue residue was seen in the ureter and bladder. We have not seen this type of event before now. Staff/surgeon are unsure what caused this event. No change in prep. No apparent problems with device prior to event. No residue seen prior to use. Patient monitored. No apparent harm. No change in vital signs, urinary output, or test results.